Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and relocated to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing pain at ipg site due to discomfort was reported to abbott. The ipg was relocated and replaced. The surgeon decided to replace the ipg to allow patient access to updated technology. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.